Manufacturer narrative:
The impella device will not be received from the customer.. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 58 year old female patient was on impella 5.5 support and during support, there was high purge pressure. Purge flow decreased and the pressure increased. Staff added tissue plasma activator to the purge and support continued.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Clinical details reported that a high purge pressure event occurred. The purge line showed no abnormalities, and replacing the purge cassette did not resolve the issue. Tissue plasminogen activator was added to the purge and the issue was resolved. The patient was on support for five more days without any further reported incidents. Data logs were not available for review and the pump was not returned for investigation. Since neither data logs nor product were able to be investigated, the root cause of the high purge pressure could not be determined. D.6b revised explant date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26680. E.1 revised first name and address line 1 as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26680. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26680 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name, address, country, and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26680.